Event description:
It was reported that the patient was experiencing recurring incontinence. The physician removed the artificial urinary sphincter (aus) implant device, there was no fluid loss noted, and the patient fully recovered after the surgery. There were no further signs or symptoms reported.

Manufacturer narrative:
D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. H6: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.